Manufacturer narrative:
Concomitant medical products: model: d314drg, ICD; implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) and exhibited oversensing noise. Oversensing was also evident on the right atrial (ra) lead. Both the rv and ra lead have been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.